Event description:
Information was received indicating that a day following start of the remodulin infusing via a smiths medical cadd-ms3 cartridge, the pump alarmed indicating cartridge removed, press ok to begin load process." The container was noted to be in the pump and running. A recharge of the container was performed but the alert appeared again. A new container was put in the pump and worked properly. There were no reported adverse effects.